Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c265 , serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient¿s daughter via a manufacturer representative (rep). The patient was implanted for spinal pain. It was reported that the surgical lead moved upward in the spine into the cervical area as an MRI was scheduled. There were no factors reported that might have led to or contributed to the issue. Troubleshooting and further actions were not performed because the patient wasn't in good health to undergo a revision surgery. The issue was not resolved at the time of the report, the patient was alive with no injury and surgical intervention was not planned. There were no further complications reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2018 and set the device to MRI mode. The patient said the lead had not moved, but the patient just needed stimulation in a different area. The lead migration never happened and the patient's daughter was mistaken. No further complications were reported. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.